Manufacturer narrative:
In trouble-shooting, the medtronic representative reported that exam is normal, no metal in the field, only using one instrument and the patient tracker. No other items were plugged in. Mayo stand was several feet outside of field. Emitter placement normal. Well-trained and skilled surgeon, very frequent use of the navigation system. No abnormalities in procedure or workflow were identified. On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2017 a medtronic representative, following-up at the site, reported the elevator was not plugged in because they had not opened that pan, no parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that while in an ear, nose & throat (ent) procedure, the site's straight probe was showing as elevator when in sinus. The site representative stated that the straight probe was placed in the sinus and intermittently displayed as elevator. When pulled out, it shows normally. Distance to divot value 0.9. The medtronic representative was unable to recreate issue while observing the remainder of the procedure. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.